Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported error 311. The customer reported prior to start of case error 297. Error 311 on robot observed in logs. The tse walked caller through power off of system and emergency power off (epo) of robot with no change. The procedure was aborted to another dv system without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the reported issue. The fse reprogrammed the patient side cart common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue. The probable root cause of the reported issue is attributed to the software failure on the ccc.